Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after bolusing the numbers on the insulin pump began to scroll on their own. She took the battery out for less than 30 seconds and placed the battery back in but the insulin pump alarmed battery out limit. The customer was unable to clear the alarm because the insulin pump's keypad was unresponsive. Her blood glucose level was around 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No battery out limit alarm was noted. All operating currents were within specification. The pump passed the self test. No unexpected low battery or off no power alarms were noted. No unexpected numbers ramping or scrolling noted during testing. All buttons functioned properly. However, found moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.